Event description:
The accunet delivery system was put in place. During the procedure the filter broke from the wire. The dr went up with a retrieval system and snared the broken device. Manufacturer response for embolic protection system, (brand not provided) (per site reporter): they are sending me shipping material and some questions